Event description:
The patient contacted animas on (B)(6) 2012 leaving a message that when trying to change the battery, tighten the cap, the pump screen stayed black, peeped, vibrated, beeped and then shut down. There is no additional information at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the black box shows pump was running on year 2007. The black box/history for the event on (B)(6) 2012 has been overwritten. Current black box data shows no power on reset events. The battery compartment is cracked at the threads and below the bumper pad. The returned battery cap contains no damage, the contact measurements are within specifications. The returned battery cap is able to carefully attach to the pump and was used to complete 24hr duration testing. There were no power interruptions duplicated with the returned battery cap. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.